Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault sf189 and revealed the occurrence of system fault sf180. Performance testing was not able to reproduce the device faults. The evaluation determined that the system faults were most likely due to a software issue. The software was updated to address this issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the motherboard. There was no patient injury reported as a result of this incident.